Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment, upon follow-up, the clinical coordinator (cc) stated an internal blood leak occurred immediately after inhiation of a patient's hd treatment. It was stated the blood leak was visible in the dialyzer and the patient¿s blood was not returned. The cc stated the estimated blood loss was 250 ml. The cc confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a "minor" blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for the presence of blood. The cc also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The cc stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cc confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment, upon follow-up, the clinical coordinator (cc) stated an internal blood leak occurred immediately after inhiation of a patient's hd treatment. It was stated the blood leak was visible in the dialyzer and the patient¿s blood was not returned. The cc stated the estimated blood loss was 250 ml. The cc confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a "minor" blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for the presence of blood. The cc also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The cc stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cc confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses a blood leak; however, it is unknown if the leak was internal or external (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one unrelated temporarily approved dn noted on the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.